Manufacturer narrative:
This file was originally submitted on 07/02/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported that the no display on the monitor screen and failed to boot up. The monitor also did not produce any audio. Troubleshooting unsuccessful. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.